Event description:
It was reported that "the pt underwent a primary tka with ps scorpio in 2006, for oa of left knee. According to medical history, case was unremarkable. Since the operation, pt has complained of ongoing pain and claims to be dissatisfied with surgery. Surgeons have reviewed the pt's x-rays over the last 6 months, and felt that the tibial baseplate was loose and opted to undertake revision surgery of the tibial baseplate."